Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device broke. The 85% stenosed target lesion was located in the mid left anterior descending artery (lad). A mach 1 guide catheter was selected for use. During percutaneous coronary intervention (pci), the guide catheter broke. Information received stated "damaged - ivus no image". The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a mach 1 guide catheter with no other devices. The shaft showed 2 kinks. The 1st kink was approximately 22cm from the tip. The 2nd kink was located 52cm from the tip. Device analysis determined the condition of the returned device was not consistent with the reported information. The device showed no breaks. The device was confirmed for kinks. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the device broke. The 85% stenosed target lesion was located in the mid left anterior descending artery (lad). A mach 1 guide catheter was selected for use. During percutaneous coronary intervention (pci), the guide catheter broke. Information received stated "damaged - ivus no image". The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.